Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue but not able to duplicate. The device provided defibrillation therapy as expected during testing. The therapy pcba was replaced proactively. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their service indicator is illuminated. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.